Manufacturer narrative:
(B)(4). One sample of a disposable tracheostomy tube was received for evaluation. The sample was received inside its box and it contained one 10dct outer cannula, one size 10dic inner cannula and one size 10 obturator, one neck strap and one shiley instructions for use (IFU).a visual inspection was performed and it was observed that all components were assembled properly. Inflation and deflation testing was performed using a syringe. 20cc of air was applied and the cuff was found to hold the air. No deflation was observed.the sample was left inflated 24 hours and no leaks were observed. Additionally, the sample was submerged into a contrainer filled with water and no leaks were observed in the inflation line nor in the valve. The reported failure mode was not confirmed.

Manufacturer narrative:
(B)(4). One sample of a disposable tracheostomy tube was received for evaluation. The sample was received inside its box and it contained: outer cannula, inner cannula, obturator, neck strap and shiley instructions for use (IFU). A visual inspection was performed and it was observed all the components were assembled properly. An inflation/deflation test was performed and it was observed the cuff held the air and no deflation was observed. No failure mode was observed in the received sample.

Event description:
A report was received stating a 10dct tracheostomy tube's pilot balloon did not &quot;hold up&quot. This trach had the older clear pilot balloon versus the new blue version. Product was tested prior to use and there was no patient involvement.

Manufacturer narrative:
A non-conformance investigation was conducted on one sample of a shiley tracheostomy tube received for evaluation inside its box. A visual inspection was performed, and it was observed that all the components were assembled properly in the tube according to drawings. Inflation/deflation tests were performed using a 20cc syringe of air applied to the cuff. It was observed that the cuff held the air and no deflation was occurred. The device was left inflated for 24 hours according to process instruction, and no leaks were observed. Additionally, it was submerged into a container filled with water, and no leaks were observed in the inflation line or in the valve. Based on complaint report, manufacturing controls and the received sample, the following facts were determined: there were not changes found in the cuff or the cannula. The only change found was in the flat pvt, and as a consequence of the difference of each pilot, the dfu was updated to reduce 2cc of the inflation volume. Manufacturing process was reviewed, and there is no potential risk. The reported failure was not verified on the received sample. (B)(4).